Manufacturer narrative:
The device was not returned for evaluation. No lot number was provided, therefore a device history record or complaint history review could not be completed a definitive root cause has not been determined.

Event description:
The dentist reported the screw had fractured inside of the implant. The screw could not be removed. The dentist was able to place another screw in the hex of the implant on top of the fractured portion.